Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair is broken at the weld at the dual axle positioning point on the side frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Tracer ex 2 received broken weld at bottom rear of right side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The tracer ex2 wheelchair in question exhibited a break at the weld between the bottom of the back can and the lower side bar of the right side frame. Additionally, it was determined that the seat rails were bent which caused the seat upholstery to sag. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the chair is broken at the weld at the dual axle positioning point on the side frame.